Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), lot: 7180441.

Event description:
It was reported that the patient was having stroke like symptoms of speech difficulty during the spinal cord stimulation trial lead test period. It was stated the stroke like symptoms were not related to the spinal cord stimulation devices, however, the patients leads were removed early due to the event. The leads will not be returned by the facility. No further information regarding this event can be obtained despite good faith efforts.